Event description:
It was reported that during implant procedure, high pacing threshold and high lead impedance were observed. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This complaint is being reported retrospectively due to feedback from a facility FDA inspection. Foreign material consistent with medical adhesive was identified on the helix surface. The foreign material may have contributed to the reported high pacing threshold and pacing lead impedance measurements during the attempted implant.